Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) was overheated and frozen giving a fault warning. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b3, b4, d9, e1(initial reporter name, email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a service engineer evaluated the unit for the reported condition. During the evaluation, it was determined that the overheating issue was related to the compressor. Corrective actions included replacement of the compressor along with all applicable fsca-related parts. During subsequent testing, the unit failed the membrane status check and pneumatic module leak test, prompting replacement of the pneumatic module assy, rohs following completion of the corrective actions, the unit successfully passed all functional, safety, and performance tests in accordance with manufacturer specifications. The device was restored to normal operation and returned to service.

Event description:
N/a.